Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. The issue was caused due to faulty charge coupled device. Kinks and cuts were found on the cable boot. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported no image while using a camera head. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." The root cause was not determined. Probable causes that could lead to the reported event include that due to user handling, the charge-coupled device (ccd) unit and the coupler failed because unexpected stress was applied to the ccd unit, it was considered that the cable was twisted or broken by improper user handling.